Event description:
It was reported that during an unknown procedure, the device could not fire at the first firing with the green reload. Changed to another reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Information was not provided by the initial contact. The analysis results found that the jj55g reload was received, with the right gripping surface broken off. The reload had the swing tab in the locked position, and the proximal 6 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. In addition, the gripping surface was broken off. No functional test was performed due the condition of the reload. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and the batch had no anomalies noted during the manufacturing process.